Event description:
It was reported to philips that the device's disk memory was full, preventing imaging. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's disk memory was full hence preventing it from imaging. Review of the log file didn't confirm the reported malfunction. The fse examined the system's database and identified that the unit was not autodeleting since the studies were not closed. The fse cleaned the database to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.